Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Although the patient had been in good condition since primary surgery for oa conducted on (B)(6) 2010, he suddenly suffered from pain in (B)(6) 2016. The surgeon found a screw breakage (manufactured by a competitor) by medical images therefore revision took place on (B)(6) 2016. During revision he found pustule around the hip joint and the liquid in the pustule dull black. There were black substances on the head-neck junction. Therefore he suspected the possibility of armd.

Manufacturer narrative:
Although the patient had been in good condition since primary surgery for oa conducted on (B)(6) 2010, he suddenly suffered from pain in (B)(6) 2016. The surgeon found a screw breakage (manufactured by a competitor) by medical images therefore revision took place on (B)(6) 2016. During revision he found pustule around the hip joint and the liquid in the pustule dull black. There were black substances on the head-neck junction. Therefore he suspected the possibility of armd. He also found a cup had been loosened. He replaced the stem, the head and the cup with a stem of the same size with 36mm neck, a 28mm +0 delta head and a 43mm cement cup with an acetabular reconstruction plate respectively. The surgery was completed with a 30-minute delay. The patient is now under observation. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.